Event description:
The customer called to report high bgs for the past twenty-four hours. Troubleshooting was performed. The customer has changed the set twice. The high-pressure test was not performed due to the lack of clamp. The customer had problems with air bubbles. The customer does not warm the insulin to room temperature and may have rewound the pump with the reservoir in place. It was stated that the customer took 3u by manual injection to bring bg down but this did not work. The customer wanted to know if customer should bolus and was advised to contact phycisian. A week later the customer was hospitalized for high bgs. The doctor could not find anything that would cause the high bgs.